Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Evaluation could only confirm through observation, the reported symptom of "smells hot like its burning". The wbm was found to smell burnt. Internal inspection by evaluation and engineering found multiple components on the wireless flex to be burnt. Evidence of fluid intrusion was found on the cases and on the board. Due to the received condition of the device, it has been rendered unrepairable. This MDR was initially reported due to the absence of event information. Upon evaluation of this device, it was determined that the related malfunction is unlikely to cause a substantial risk to the patient due to there being no patient involvement reported by the customer and is determined to not be a reportable event. Manufacturer report number 1314492-2016-04426 can be removed from the FDA database.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump smells hot like its burning. It was also reported there was no patient involvement.